Event description:
Add'l info rec'd from MFR 11/06/03: the device was not returned to MFR for evaluation. The lot history records for this device, lot number gv850 were reviewed and no discrepanices were noted. There have been no other complaints associated with this batch of devices to date.

Event description:
Drill bit lodged into skull. Had to be drilled out, contusion noted on brain per physician.